Manufacturer narrative:
Per the clinic, the patient developed an infection and skin breakbone at implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The patient was reimplanted with another cochlear device on (B)(6) 2023. This report is submitted on december 12, 2023.

Manufacturer narrative:
This report is submitted on august 15, 2023.

Event description:
Per the surgeon, the patient experienced an infection (site of the infection is unknown i.e. May not be device related. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.